Manufacturer narrative:
This report is being sent to provide new information in sections b5 (event description) and d6b (explant date). This report is being sent to provide new information in sections b5 (event description), d9 (device avail for evaluation and returned to manufacturer date), h3 (device eval by manufacturer), h6 (component codes, evaluation method codes, evaluation result codes, and evaluation conclusion codes), and h11 (additional MFR narrative). Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Analysis of the device confirmed that a low voltage alert, code 1003, was recorded and that critical therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high battery impedance, which put this device at risk of experiencing transient voltage decreases (and associated resets) during telemetry or other normal, higher-power operations. When the device detects an elevated battery impedance, a code 1003 is displayed to alert users that a high battery impedance condition exists. Boston scientific has issued a field safety notice to notify physicians of the potential for accolade family pacemaker and cardiac resynchronization therapy pacemaker (crt-p) devices to exhibit this behavior.

Event description:
It was reported that this implantable pacemaker recently declared code 1003, indicative of battery voltage too low for the projected remaining capacity. A follow-up appointment was scheduled, but the patient did not attend. Nearly a month after the code 1003 declaration, the patient passed away. Boston scientific technical services was contacted for data analysis and confirmed that the device was in a very early detection phase of the code 1003, and there would have not been any functionality impacts. A standard 90-day replacement would have been recommended. It was confirmed that the patient was pacemaker-dependent but passed due to myocardial infarction. Recently, the pacemaker was explanted and has been returned for analysis. The investigation results will be provided once the analysis is completed.

Manufacturer narrative:
This report is being sent to provide new information in sections b5 (event description) and d6b (explant date).

Event description:
It was reported that this implantable pacemaker recently declared code 1003, indicative of battery voltage too low for the projected remaining capacity. A follow-up appointment was scheduled, but the patient did not attend. Nearly a month after the code 1003 declaration, the patient passed away. Boston scientific technical services was contacted for data analysis and confirmed that the device was in a very early detection phase of the code 1003, and there would have not been any functionality impacts. A standard 90-day replacement would have been recommended. It was confirmed that the patient was pacemaker-dependent but passed due to myocardial infarction. Recently, the pacemaker was explanted and has been returned for analysis. The investigation results will be provided once the analysis is completed.

Event description:
It was reported that this implantable pacemaker recently declared code 1003, indicative of battery voltage too low for the projected remaining capacity. A follow-up appointment was scheduled, but the patient did not attend. Nearly a month after the code 1003 declaration, the patient passed away. Boston scientific technical services was contacted for data analysis and confirmed that the device was in a very early detection phase of the code 1003, and there would have not been any functionality impacts. A standard 90-day replacement would have been recommended. The pacemaker will likely be returned for analysis, but currently remains implanted.